Event description:
The patient received his scs system on (B)(6) 2009. It was reported that beginning about a month after implant whenever the patient leaned over he would experience an overstimulation sensation at the ipg pocket site. The patient said this only occurred when the ipg was powered on. The physician explanted and replaced the ipg (unknown date). The ipg was discarded at the hospital and not returned to ans for evaluation. Follow up on the patient found he is doing fine with no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.